Manufacturer narrative:
No (B)(4) has been initiated for this issue. Model prox4s serial number/date (B)(4) is approximately 1 year and 2 months old. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, and height are unknown. The consumer weighs (B)(6). The consumers technique while using the device is unknown.

Event description:
Both casters allegedly have bent forks. An emotion wheel system is allegedly on the chair to help the (B)(6) user to move the chair.